Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was on an anticoagulation treatment of lixiana 30mg and aspirin. The patient came in for a follow up transesophageal echocardiogram (tee) procedure 4 months post procedure. The imaging showed that there was a device related thrombus. The physician strengthened the medication regiment and planned another follow up tee procedure at a future date.